Manufacturer narrative:
H6. Conclusions - correction - code 11 was inadvertently used in the initial MDR; code 67 should have been used.

Event description:
Sales representative reported that when the patient was seen in appointment, system diagnostics were run and battery status was shown as 75-100%. The sales representative noted a second diagnostics was performed and the battery status was again shown as 75-100%. The sales representative went and got a second programmer. System diagnostics were performed and the battery status was found to be 11-25%. The sales representative tried the original programming system and now system diagnostics showed battery status of 11-25%. Programming data was received and reviewed. Based on the programming data, the event is not consistent with the findings of a generator hit by electrocautery. Internal investigation has identified that the premature low battery status was due to a known behavior of vns generator batteries where during the beginning of life, the battery impedance is higher. To compensate for the increased beginning-of-life battery impedance when measuring battery voltage, a 0.5 v offset is added to the battery voltage measurement until 7.5% of the generator battery charge is consumed, at which point the battery impedance has typically decreased. However, in some cases, the beginning-of-life battery impedance may remain high beyond the 7.5% charge consumption point, so that when the 0.5 v offset is removed, low battery is seen. In reality, the generator battery is not low, and once further battery charge is consumed (typically in the 10-15% range), the battery impedance will decrease and the battery voltage measurement will no longer show low battery. This is a known behavior of vns generators and is not indicative of a device failure, and will not affect overall battery longevity. No additional relevant information has been received to date.

Event description:
It was reported that the patient battery was at 11-25% after one month of implantation. It was stated that the patient is at relatively high settings. No additional relevant information has been received to date.